Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a transistor on the monitor board. The monitor board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.